Manufacturer narrative:
Additional information: h6. The observation stated in the reported event could not be confirmed. The adherus device was discarded after surgery with no lot number or samples available, preventing further investigation, so the root cause of the reported event could not be determined. Based on the investigation including statistical analysis, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon had to take the patient back to the operating room three weeks after the surgery due to a recurrent dura leak.